Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material could not be removed even with the correct reprocessing, since the device had a physical breakage. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. Inspect the guidewire locking groove of the forceps elevator for stain. 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿<-u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿<-u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 1. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Extend the endo-therapy accessory approximately 3 cm from the distal end. Move the elevator control lever in the "<-u" direction and confirm that the forceps elevator is raised smoothly. 3. Move the elevator control lever in the opposite direction of the "<-u" direction and confirm that the forceps elevator is lowered. 4. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the forceps wire was cut. Additionally, it was observed that foreign material was on the forceps elevator. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip, a crack and had a white-clouded area due to chemical or physical stress. It was also observed that the mouthpiece was loose due to rotation stress of the water supply connector when attached to the scope connector. It was observed that the forceps elevator was deformed due to a handling issue. It was also observed that the scope cover plate had peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: image guide protector, protector of the universal cord on the scope connector side, switch 1 and 4, objective lens, connecting tube and on the light guide lens. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the customer submerged the endoscope in cleaning fluid. The customer flushes the elevator wire with detergent solution. The customer confirmed that the facility wipes or brushes the forceps elevator with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope forceps raising wire had a foreign body jam. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material on the forceps elevator which is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.